Manufacturer narrative:
A ge rep evaluated the system and reseated the hard drive power cable, reformatted the hard drive, and reloaded software. The system operates as intended.

Event description:
It was reported that the system would not boot up. There is no report of pt injury or death.